Manufacturer narrative:
The device referenced in this complaint was not returned, hence a physical inspection of the device was not possible. Furthermore, there is no information provided on the device such as its size and lot number. Hence, a review of the manufacturing record was not performed. However, shockwave medical (swmi) has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. The exact root cause of the reported event could not be conclusively determined. Based on the very limited information provided, the shockwave coronary device was used off-label which might have contributed to the reported event. Shockwave will continue to monitor this type of occurrence.

Event description:
This report is being submitted by the manufacturer as a result of the medwatch notification (reference (B)(4)) from the FDA. An unidentified user facility has submitted a voluntary medwatch report regarding a case involving the use of shockwave's ivl coronary catheter. However, very limited information has been provided in the mw report, and a follow-up with the user facility is not possible. The report contains the following description of the event: "shockwave medical coronary ivl used in a ostia/proximal circumflex artery inside of a stent 10 pulses two separate times, inside of an existing stent (isr) subsequently shutting down left anterior descending artery (lad). Patient needed to be intubated and impella cp cardiac support device placed." The location of the event, the identity of the initial reporter, or the patient's final outcome are not disclosed.